Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during a laser assisted cataract surgery, an anterior capsule tear on the right eye was noticed during cortex removal. The tear was anterior only and did not run radially. Vitrectomy was not required and the planned intraocular lens was implanted. The physician is unsure what caused the tear, but was pretty sure it was not caused by the laser.

Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).